Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue. Physio replaced the therapy pcb assembly, which resolved the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and determined the cause for the reported issue was due to capacitor, designator c160. C160 was leaky which caused the event code to be logged in the device's memory, pacing and AED were not available and paddles ECG was inoperative.

Event description:
The customer contacted physio-control to report that the service light is illuminated and an event code is logged in the device's memory. The event code logged in the device's memory is related to a potential failure of the device to display ECG in paddles lead. As a result, defibrillation may be delayed or prevented if it had been necessary. There was no patient involved in the reported event.